Event description:
Reportable based on analysis completed on 23feb2024. It was reported that a sheath kink, marker damage, and difficulty advancing occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. While advancing the closure device in the was, a large resistance was felt, and the closure device could not be smoothly advanced. After withdrawal of the wds, the wds was seen to be kinked, and the distal metal marker was deformed. A new wds was used to complete the procedure. No patient complications were noted. However, the returned device analysis revealed that the wds had tip and anchor damage consistent with deployment, recapture, and redeployment. It was further reported that the retrieval of the closure device was hindered by damage to the tip of the wds, indicating that the closure device had been deployed.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a watchman delivery system with the implant in the sheath. Two videos and a photo were attached to the complaint record. Inspection of the device revealed numerous kinks throughout the sheath. The sheath was flattened the entire length up to the implant in the sheath. Microscopic examination revealed tip damage as the distal marker band was kinked, and there were abrasions on the inside of the sheath tip. The implant had anchor damage. The image and videos in the complaint were reviewed. The image and a video showed kinks in the sheath. The second video depicts the distal marker band kinked. The media matches the damage of the returned device. Product analysis could not confirm the reported event of difficulty advancing as clinical circumstances could not be replicated. Product analysis confirmed the reported sheath kink and tip damage, as the sheath was kinked, and the tip was damaged.